Event description:
Dr. Reported that an implant failed due to infection and bone loss. Dr. Noted that the implant was never restored.

Manufacturer narrative:
No observable defects could be found with the component itself. Measurements taken met design requirements. Co was unable to review the lot history of the subject product since the lot number was not provided by the dr's office.